Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contacted customer support requesting assistance performing an emergent termination of treatment. The patient was reportedly experiencing chest pain and was going to call an ambulance. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2023 with complaints of chest pain. The patient reportedly underwent an electrocardiogram, and it was discovered the patient was experiencing atrial fibrillation. The patient was admitted (telemetry unit) and was provided intravenous medication (drug, dose, frequency, duration unknown) for rate control. Once the patient¿s heart rate was stabilized, the patient was transferred to a cardiac step-down unit and monitored for an additional 48-hours. The patient continued to undergo ccpd while hospitalized, utilizing the same treatment parameters. The patient was discharged on (B)(6) 2023 and has recovered from the events. Upon discharge, the patient was provided with a cardiology appointment for further evaluation of the patient¿s cardiac health. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). Additionally, the patient continues to utilize the same cycler without reported issue.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s serious adverse events of an atrial fibrillation, characterized by chest pain, which required hospitalization. Despite the patient¿s chest pain presenting during ccpd therapy, the patient¿s pdrn reported the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Ckd patients are at high risk for cardiovascular disease. Of these disorders, atrial fibrillation is the most common cardiac arrhythmia. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There was no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet user expectations or manufacturer specifications. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.